Manufacturer narrative:
Final device analysis for the ins revealed the connector block was out of alignment. The #0 connector block was not completely seated in the ins port, causing the setscrew to be misaligned with the grommet.

Event description:
It was reported that during implant of the device the health care provider (hcp) inserted the lead into the device and used the wrench to try and tighten the screw. The wrench kept turning "like there was no screw." A second device was opened and it worked well. The patient was doing fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).